Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a template lost (tl) code. Approximately one and a half years earlier, there was an message indicating sensing was not optimized. That message occurred on the same last in clinic check, however it was unknown if it occurred before or after the in clinic check. No episodes had been stored since implant and sensing appeared to be acceptable. The reason for the tl code was unknown and device replacement was recommended. Additional information was received from the field indicating attempts to bring the patient into clinic for programming of a reference template have been unsuccessful. Approximately two months later an alert for high impedance measurements was observed. Technical services again recommended device replacement. The device was subsequently explanted and replaced. The electrode implanted with the chronic device remains in service. No additional adverse patient effects were reported. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination noted a crack on the exterior of the device case. It was determined that therapy was not available while the device was implanted. Residual gas analysis demonstrated a high percentage of water content within the device case. Analysis concluded this hermetically sealed device case became compromised due to a crack in the device case, likely due to cyclic fatigue, which allowed bodily fluid to enter the interior of the device. The presence of conductive body fluid contacting the devices electronic circuitry caused the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a template lost (tl) code. Approximately one and a half years earlier, there was an message indicating sensing was not optimized. That message occurred on the same last in clinic check, however it was unknown if it occurred before or after the in clinic check. No episodes had been stored since implant and sensing appeared to be acceptable. The reason for the tl code was unknown and device replacement was recommended. Additional information was received from the field indicating attempts to bring the patient into clinic for programming of a reference template have been unsuccessful. Approximately two months later an alert for high impedance measurements was observed. Technical services again recommended device replacement. The device was subsequently explanted and replaced. The electrode implanted with the chronic device remains in service. No additional adverse patient effects were reported.